Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that post implantation procedure, the device allegedly separated from the anchor pad. It was further reported that device was removed replaced with new one. The patient's status was unknown.

Event description:
It was reported that post implantation procedure, the device separated from the anchor pad. It was further reported that device was removed replaced with new one. The patient's status was unknown.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed and was determined to be manufacturing related. One 6 fr dual lumen powerline catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The retainer of a statlock device with fixed posts was observed on the suture wing of the returned catheter. A small amount of foam residue was found on the underside of the statlock retainer. A microscopic observation revealed poor adhesive coverage on the underside of the retainer, especially on sides and upper region of the retainer. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. H3 other text : evaluation findings are in section h.11.